Event description:
The facility reported an infusion pump with failure code 533:320. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or need for medical intervention had been reported. No additional information was available.